Event description:
It was reported that alarms were muffled in volume on (B)(6) 2024, which was corrected upon cleaning in clinic. Log files captured persistent pulsatility index (pi) events throughout the log. The device appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) producing muffled alarm sounds was not able to be confirmed. The controller was not exchanged or returned for analysis, but log files were submitted for review. The log file contained data spanning approximately 7 hours on 24jul2024 (3:29:25 to 10:24:27 per timestamp). The controller appeared to operate as intended, and the pump maintained within the expected speed range throughout the data. The root cause of the reported event could not conclusively be determined through this analysis. However, provided information indicated that the controller speakers were cleaned, which corrected the issue. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The user is instructed to periodically inspect the system controller¿s audio speakers for dirt or grease. Heartmate 3 instructions for use (rev. C) section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.